Event description:
Patient underwent a lumbar procedure at l3-s1 in (B)(6) 2012. On an unknown date it was noted the locking caps had backed out bilaterally at l3. The patient was returned to the operating room for revision. It was noted there was a nonunion at l3-l4. The surgeon removed all of the locking caps and both rods. The surgeon noted the screws on the right at l5 and s1 seemed to be loose and he removed these two screws as well. The surgeon replaced both screws at l3 and replaced the right side screws at l5 and s1 and put in new rods and all new locking caps. This report is 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device is for treatment, not diagnosis. Placeholder.